Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during use, the device exhibited error codes 45986 and 41622. Per the reporter, there were no adverse patient effects.

Manufacturer narrative:
Additional information: e1 - reporter phone has an extension number of ext. (B)(6). H3 and h6 - evaluation codes: updated. Device evaluation: one device was returned for investigation. Visual inspection found the device was in used condition. Review of the error history log found two error codes, 45986 and 41622, (B)(4) times. There was also fluid ingression on the main board and lcd. The reported problem could not be duplicated. The probably root cause was attributed to the main board. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. Replaced main board, lcd, dso sensor, latch lock coin, power on button, door, lens, keypad, and labels.